Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related nonconformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 25 of the bd nano¿ 2nd gen pen needles were missing the tear drop label. The following information was provided by the initial reporter: stated, tear drop labels were missing from 25 or more pen needles prior to use pharmacist stated, the consumer discarded pen needles that were missing "tear drop label"

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 of the bd nano¿ 2nd gen pen needles were missing the tear drop label. The following information was provided by the initial reporter: stated, "tear drop labels were missing from 25 or more pen needles prior to use". Pharmacist stated, "the consumer discarded pen needles that were missing tear drop label".